Event description:
It was reported that during the implant attempt, thresholds were very high. It was difficult to get accurate impedance measurements and tissue was found in the helix. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood present on the proximal conductor and in/on the helix mechanism; outer insulation breached cut; lead damaged at implant; full lead analyzed.